Manufacturer narrative:
One device was returned for repair with complaint of constant alarming whether on/off and not functioning. Event logs did not show any errors. No previous service was noted in the last 12 months. Able to confirm complaint with onboarding test. The device was repaired by re-flashed software, configuration and calibration. The repair was validated using the onboard performance verification test, and the pump passed all validation tests. The software was updated to version 1.6.5 and reset to the standard configuration.

Event description:
It was reported that the device 'constantly alarms whether on/off and has no functions'. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.